Event description:
It was reported that during a ptca treatment procedure involving a 99% stenotic lesion in the middle portion of the lad artery, the maverick otw balloon was suspected to have ruptured on inflation, when blood was noted in the balloon when it was deflated. It was removed and replaced with a maverick monorail catheter to complete the procedure. The pt was asymptomatic during this event. The maverick otw balloon was discarded by the facility. A neo soft guidewire (size unk) and a mach1 al1 guide catheter (size unk) were also used in this case, but the sizes and types of introducer sheath and inflation device used are unk. No pt injuries or procedural complication were reported. Pt status is reported as 'good'. No additional info is available.